Manufacturer narrative:
(B)(4). Concomitant medical products: regenerex primary tibial tray, catalog #: 141272, lot #: 794270; vanguard femoral component, catalog #: 184526, lot #: 324910; vanguard tibial bearing, catalog #: 183624, lot #: 672770; biomet finned stem, catalog #: 141314, lot #: 713610. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10683.

Event description:
It was reported that the patient was revised to address a patella fracture and tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of medical records identified that the surgeon has mentioned on the report dated (B)(6) 2013 that patient fell down a few weeks ago and developed pain and swelling, however, a handwritten note was made stating that patient never fell. It is unknown who added this statement to the operative notes. Review of the revision operative notes indicates that the surgeon noted no complications. The patella and tibial components were removed and replaced; the femoral component is found to be stable without any loosening. Visual inspection of the returned patella confirmed that the pegs (all three) have been broken. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.